Event description:
(B)(4) - it was reported by the consumer that the unknown pronto power wheelchair model and serial numbers, got the joystick cable broken / detached. Additionally, it was reported that there was no recent incident involving the unit, and no patient injury to report.